Event description:
It was reported that the device was used during a low anterior resection. The device did not staple. Overstitches were placed to complete the procedure. There were no consequences to the pt.